Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the knee arthroscopy, the device got hot at the connector, and shortly afterward, a clicking sound was heard, causing numerous small metal fragments to enter the patient. An attempt was made to completely remove the metal debris, but it cannot be definitively ruled out that some metal debris remains in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed for debris/damage of the edges, and no problem was found with the overheat at the connector event. -upon visual inspection, it was noted that the edges of the window's outer and inner tubes had chipped/damaged. -functional testing was performed and evaluated under normal use conditions to see if the issue reported event of "hot at the connector" could be reproduced, and no heat/warm condition was found at the connector. Per dfu-0215-eo - f precautions: 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, that damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.